Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient¿s lead was repositioned on (B)(6) 2021. Effective therapy was established post-operative.

Manufacturer narrative:
A4 - patient weight added.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that one of the patient's leads migrated. The issue was confirmed via x-rays. In turn, surgical intervention may take place at a later date to address the issue.